Event description:
A physician who had access to an unpublished manuscript under peer-review for publication consideration shared info in the manuscript about the omniscience cardiac valve with medical inc. The long-term report includes mention of death and serious injury in pts who had one or more omniscience cardiac valves. Specifically, events in this pt group with long-term experience include more than seventy-four early and late postoperative mortalities (the exact number is not known to the company), forty-three cases of valve reoperation, one case of endocarditis requiring antibiotic treatment, and nonfatal cases of anticoagulant-related bleeding or thromboembolism with deficit or nonstructural dysfunction requiring medical intervention (the precise number of these cases was not communicated to the company). Four reoperation cases --- presumably included in this pt group --- have been communicated individually to the company several years ago, and these cases were reported by the company to the FDA under the MDR system. In all four of these clinically-complex cases, the valve was judged to have satisfactory function. The authors did not contact the company regarding any of the other cases reported in this unpublished manuscript, presumably because the physicians managing the cases did not believe the complications were linked to any particular valve model. (Physicians/clinical facilities have regulatory obligation to report incidents to the company only if the device caused or contributed to the complications).